Event description:
It was reported that this pacemaker reverted into safety mode. This device was reviewed and confirmed it entered into safety mode. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.